Event description:
A customer reported an unexpected positive cmv result when testing a donor sample on the galileo. Two samples were drawn from the donor and tested on the same plate. One sample resulted positive, the other negative. The samples were re-tested and both resulted negative.

Manufacturer narrative:
Review of instrument images: sample (B)(6) had a fuzzy button (visually negative). Sample (B)(6) had a fuzzy button with a hole in the center of the button (visually the image looked suspect, positive). A service call was made. Reagent pipettor tubing and needle were replaced. Unit was tested and found to be operating within specifications. The 2 samples in question were tested with acceptable results.